Event description:
During a laparoscopic assisted sigmoid colectomy the surgeon used the device with reloads to make the proximal and distal sigmoid transections. On the 8th firing there was too much tissue placed in the jaws, the device was closed and fired quickly. It was apparent that the intermediate locking handle needed to be fired with more force than normal. There was difficulty firing and subsequently releasing the jaws from the tissue. The release mechanism appeared to be jammed. Once the device was released, it was noted that the tissue was cut but the staples were not formed. The case was completed with another device. There were no patient consequences.